Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load process. Then, it was reported that a cartridge alarm 24 (atmosphere pressure out of range) occurred during the load process. When attempting to load a new cartridge, multiple cartridge change error messages occurred with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm (B)(4) and cartridge alarm (B)(4) was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged cartridge change error could not be verified.